Manufacturer narrative:
The investigation determined that higher than expected vitros phyt results were obtained from a vitros and a non-vitros control fluids on a vitros 5600 integrated chemistry system. The likely cause of the lower than expected quality control results was a suboptimal calibration. The cause of the suboptimal calibration was unknown. The customer restored previous calibration data and acceptable performance was obtained. There is no evidence that the vitros phyt reagent slides or the vitros 5600 integrated system malfunctioned, although they could not be completely ruled out as contributing factors.

Event description:
The customer observed higher than expected vitros phyt results from a vitros and non-vitros control fluids on a vitros 5600 integrated chemistry system. Vitros control result = 10.2 ug/ml vs. Expected result 8.2 ug/ml; non-vitros control result = 25.72 ug/ml versus expected result 17 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that there were no patient samples tested during this timeframe; however, the investigation cannot conclude that patient samples would not be affected if the event was to recur undetected. There was no allegation of patient harm as a result of the event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).